Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR. Report#: 3006705815-2019-02059, 1627487-2019-06451. It was reported that the patient¿s scs system was providing ineffective stimulation. The patient was receiving majority of the stimulation in the abdominal region. X-rays were taken which revealed one of the patient¿s leads to have migrated from t8 to t9. As a result, surgical intervention took place on (B)(6) 2019 wherein the patient¿s leads and ipg were explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-02059.related manufacturer reference number 1627487-2019-06451.